Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic valve was selected for implant. After the valve was implanted and the chest was closed, it was noted that there was a small hole on the leaflet. The device was removed and replaced with a 21mm epic valve to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was noted to have since passed away.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic valve was selected for implant. After the valve was implanted and the chest was closed, it was noted via echo that there was a small hole on the leaflet. The device was removed, replaced with a 21mm epic valve, and the coronary sinus was repaired to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was a clinically significant delay. However, they were unable to remove the patient off of bypass after. The patient was noted to have since passed away later that day. The thought is that the increased bypass time and the valve replacement may've been the reason for the patient's death.

Manufacturer narrative:
An event of a hole in the valve and patient death was reported. The investigation found that cusp 3 contained a hole. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including inspection of the sewing cuff prior to release. The cause of the hole in the cusp remains unknown; it is possible that it was due to procedural circumstances/user techniques, a sharp object coming into contact with the cusp during procedure. The cause of reported death was due to increased bypass time and the valve replacement. However this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as device was surgically explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on medical review: "the exact cause of death is unknown, but may be related to a prolonged procedure time with inadequate myocardial preservation. From the appearance of the hole it appears to be a pin size hole which may be related to possibly due to inadvertent piercing of the leaflet tissue by a needle at the time of suture placement. However, the exact cause remains unknown."